Event description:
It was reported that the patient experienced an increase in seizures after having their settings increased. The patient was scheduled to go back to see their neurologist to have their settings adjusted again. No other relevant information has been received to date.

Event description:
Information was received from the physician indicating that the increase in seizures was not related to the vns but related to the patient&#39;s medication not working and their underlying condition.